Event description:
The customer stated that insulin leaked from the reservoir. The customer also reported a blood glucose reading of 541 mg/dl during the phone call, which was treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.